Event description:
Event: progressive paraesthesia in the lower limbs. Unknown date - a female patient received supartz in the knee and developed progressing paraesthesia in the lower limbs a couple of days after the first injection (guillain-barre syndrome). These worsened and turned into total paralysis after the second injection. In addition, she developed siadh (syndrome of inappropriate secretion of antidiuretic hormone). This can occur in certain pulmonary diseases (infection or cancer). On x-ray they found a suspicious (inflammatory?) Mass in her lung, which will be biopsied. Concerning the guillain-barre like symptoms, she is improving with motor and sensor functions coming back - no wheelchair anymore. In 2007 - the lung biopsy was performed. On the following day - the lung biopsy came back as "interstitial pneumonia", it is not yet clear if caused by autoimmune responses or bacteria. Guillain-barre and sodium imbalance both resolving. Physician's comment: the injecting physician concerned about the chronological onset of the symptoms after the supartz injections. But finally, he does not attribute supartz to the reaction. The following month - after 7.5 weeks in an acute hospital and rehab unit, she was discharged to home (my home). She is able to take 150 steps using a walker. Her chest x-ray is improving. She still does not have sensory function in the feet and it is diminished in the hands. Physician's comment: a lung biopsy was done and sent to mayo for diagnosis. It was interstitial pneumonitis of an immunologic type, commonly seen with drug reactions, chronologically, her neurologic symptoms began about 3 days after the first injection. She had second injection a week later and three days later was paralyzed. The neurologist diagnosed this as guillain barre and its course is typical. The concurrent pulmonary infiltrate, which was present in the upper lobes at admission expanded to cover all of both lungs, and became such a problem that oxygen and a lung biopsy were necessary. The siadh was probably a part of the guillain barre syndrome and has resolved. While there is no proof, circumstances are such, that most conclude that this was probably the result of the supartz injections.

Manufacturer narrative:
Injecting physician's comments about a casual relationship between supartz, and the event was changed from "not related" to "related" in 2007.